Event description:
It was reported that a revision surgery was performed. Cause for revision is unknown at this time.

Manufacturer narrative:
.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned devices revealed the femoral component has a significant amount of wear on the medial condyle. The insert is worn and has deformation. The tibial baseplate is intact and resemble typical explanted devices. The tibial baseplate was manufactured in 2006. The product information for the femoral component and the insert is unknown. A review of complaint history revealed no prior complaints for the known listed part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our lab noted bone cement/bone remained attached to the ingrowth surface of the femoral component and tibial baseplate; some greyish/black discoloration was observed on the remaining cement/bone. Damage/deformation was observed around the periphery of the tibial insert, the medial condyle of the femoral component and the superior surface of the tibial base. Features observed on the retrieved devices indicate that the medial condyle of the femoral component likely experienced extended periods of contact with the tibial base anteriorly. This caused deformation/damage to the insert, the medial condyle of the femoral and tibial base. Debris created by this damage may be responsible for discoloration observed on the bone/bone cement. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.